Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : "dear hamilton medical, we faced a problem with oxygen cells. The serial number of the oxygen cells are :1) (B)(6), d 2) (B)(6) . On both boxes of the oxygen cells ,the label was 12.04.2022. The one was first used on (B)(6) 2022 and stopped working on (B)(6) 2022. The other one didn't work at all out of the box. Even from our first try, we couldn't pass the preoperational check. We even tried through the test mode to calibrate them but still we could not pass the test. We expect to get a warranty replacement for both. " fault was seen during calibration.